Manufacturer narrative:
Manufacturer's investigation conclusion: the reported obstruction could not be confirmed through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported the alarms were likely due to dehydration and some positional obstruction. The controller event log file contained events from 27jan2025 through 28jan2025. Low flow hazard alarms were captured on (B)(6) 2025, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas IFU, revision d and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had ongoing intermittent low flow alarms which seemed to be positional. Log files displayed multiple low flows. A total of 85 pulsatility (pi) events were also captured. The patient was likely having low flow alarms due to dehydration and some positional obstruction. The positional low flows were thought to be related to possible obstruction. These occurred while the patient was in the reclined position. The patient was asymptomatic at time of alarms and had not reported reoccurrence. The patient had a transthoracic echocardiogram (tte) performed which showed some improvement in left ventricular ejection fraction (lvef). No device related issues were noted.